Manufacturer narrative:
Pawel sadlecki, malgorzata walentowicz-sadlecka. "Feasibility evaluation of the versius surgical system: robot-assisted hysterectomy for benign and malignant gynaecological lesions", 2024, archives of gynecology and obstetrics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a recent study described the outcomes of patients who underwent laparoscopic versus robotic-assisted hysterectomy for gynecological lesions between june 2023 and december 2023. It was noted that the vagina was closed with a 2-0 v loc suture in both approaches. There were 50 patients included in the study; 29 underwent laparoscopic surgery and 32 underwent robot-assisted surgery. Three patients had complications of vaginal cuff partial dehiscence and vaginal cuff infection. Interventions were implemented, but outcomes are unknown. Feasibility evaluation of the versius surgical system: robot-assisted hysterectomy for benign and malignant gynaecological lesions: pawel sadlecki, 2024, archives of gynecology and obstetrics.